Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 3gtqsp, serial number/date code (B)(4) is approximately 1 year 2 months old. The owner's manual part number (B)(4) rev h (jul-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Company representative from invacare (B)(4) stated that after being turned on, the joystick for the 3gtqsp power chair does not work during driving. Replacement parts on warranty order # (B)(4). The dealer is located in (B)(4). No injury alleged.

Event description:
Customer alleged lights blink after they turn on joystick. Also during driving, the joystick does not work. Replacement # (B)(4). No injury alleged.